Event description:
A malfunction was reported with the code "malf 0," and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to contact support if the issue resurfaced, with acknowledgment and understanding from the customer.